Event description:
Litigation papers allege, that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from pt's acetabulum, caused severe pain, inhibited pt's ability to walk and will likely require a revision surgery.